Event description:
A laparoscopic salpingectomy (performed by an ob/gyn resident) followed by a minerva endometrial ablation (performed by attending physician) were performed in a 37-year-old patient suffering from aub (e), with a history of 2 cesarean deliveries and an auto-immune disease. Later the same day, the patient started experiencing lower abdominal pain and reported to the nearby emergency department of a hospital other than the one where the original procedure was performed. A CT scan was performed and did not identify any abnormalities. The patient elected to leave this facility and chose to seek care at the hospital where the procedure was done and where she works. She was evaluated and wbc came back elevated to 22k. The patient was taken to the operating room. Diagnostic laparoscopy revealed absence of a mechanical uterine perforation, but an area at the fundus exhibited evidence of blanching. A similar area of the ileum had evidence of unintended thermal effect. Small bowel resection and end-to-end anastomosis was performed. The patient recovered well and was discharged on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided and discussions with the physician, the potential root cause of this complication is related to device being mal-positioned by being inadvertently advanced deep in the myometrium but without a full thickness perforation at the time of the uit, which in turn allowed for it to pass. Under this scenario a transmural burn is possible and may result in unintended thermal effect on the organs of the viscera. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. A device history review was performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. ·activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.